Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078641) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 5 years 10 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy periods"), feeling abnormal ("brain fog"), migraine ("migraines") and arthralgia ("lots of joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, feeling abnormal, migraine and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, menorrhagia and migraine to be related to essure. The reporter commented: patient removed essure with hysterectomy in 2016 and was feeling great then. Consumer mentioned a serious injury (hospitalization, required intervention) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078641) on 07-aug-2018. The most recent information was received on 09-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 5 years 10 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy periods"), feeling abnormal ("brain fog"), migraine ("migraines") and arthralgia ("lots of joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, feeling abnormal, migraine and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, menorrhagia and migraine to be related to essure. The reporter commented: patient removed essure with hysterectomy in 2016 and was feeling great then. Consumer mentioned a serious injury (hospitalization, required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.